Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation description of event: as reported on 14oct2024, the patient was admitted to the department of urology of the hospital for a ¿right ureteral calculi removal procedure with hydronephrosis¿. At 18:30 on the same day, holmium laser lithotripsy was performed in the operating room of the hospital under transurethral ureteroscopy, and during the operation, the doctor found that the head end of the basket of an ngage nitinol stone extractor was damaged, when he used the basket to remove the stones, and the basket could not open, so the basket was discarded. The physician opened a brand-new, unused basket of the same size and lot number, and it worked fine. Inspection of the returned device found basket wires had detached from basket sheath. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Handle in open position. Handle does not actuate basket formation; wires of formation are pulled free from sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. It was also observed that the basket sheath was bent at the handle. This most likely was due to return shipping of the device loose in box without shipping tray. The basket assembly is manufactured by a supplier. The supplier has been informed to investigate the issue. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, the IFU did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, on (B)(6) 2024, the patient was admitted to the department of urology of the hospital for a ¿right ureteral calculi removal procedure with hydronephrosis¿. At 18:30 on the same day, holmium laser lithotripsy was performed in the operating room of the hospital under transurethral ureteroscopy, and during the operation, the doctor found that the head end of the basket of an ngage nitinol stone extractor was damaged, when he used the basket to remove the stones, and the basket could not open, so the basket was discarded. The physician opened a brand-new, unused basket of the same size and lot number, and it worked fine. Inspection of the returned device found basket wires had detached from basket sheath. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- name and address: street address: (B)(6). G4 - PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.